Event description:
It was reported that a patient presented in clinic with events of far r-wave oversensing on their implantable cardioverter defibrillator (ICD). Programming changes were made to address the issue. The patient was stable throughout.